Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing reservoir tube o-ring. The pump was tested with test reservoir and installed and did not lock in place due to complete broken reservoir tube lip noted. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump was cracked around the reservoir edge. The customer's blood glucose was 229 mg/dl at the time of incident. The mother stated the damage was caused by the customer rolling around on the insulin pump. The mother also reported the customer experienced skin irritation with their sensor. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. The mother agreed to return the product for analysis.